Event description:
A hospital in (B)(6) reported that the expiratory limb of the rt210 adult breathing circuit was not heating and that there was excessive rainout in the ventilator water trap. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the expiratory limb of the rt210 adult breathing circuit was not heating and that there was excessive rainout in the ventilator water trap. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of both the inspiratory and expiratory heater wires was tested using a calibrated multimeter. Results: visual inspection revealed that no damage was observed to the complaint device. Electrical resistance testing showed that the heater wire resistance was within specification for both breathing circuit limbs. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the cause of the observed condensation, as the breathing circuit functioned normally during testing. The hospital had commented that some of the rooms in which the circuits are used have low ambient temperatures, indicating that environmental conditions may very well have been a factor. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by a number of setup and environmental factors. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. A fisher & paykel healthcare representative has been working with the hospital to resolve this problem and we have thus far received no further complaints from this customer.